Event description:
It was reported that during a benign prostatic hyperplasia (bph), the tip broke off inside the patient during the procedure. The physician was able to retrieve (unknown method) the tip and a second fiber was utilized to complete the case. The patient was reported to be doing fine.

Manufacturer narrative:
Analysis of the returned device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap is detached and returned. The glass cap exhibit moderate devitrification at output window. The outer flow tubing open end exhibits minor scratch marks, and signs of melting. Based on device analysis, the potential for forward firing may exist. The probable root cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation code of operational context was assigned to this investigation.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the tip of the fiber broke off inside the patient at 17,781j and 04:01 minutes of use. The physician was able to retrieve (unknown method) the tip and a second fiber was utilized to complete the case. The patient was reported to be doing fine.